Event description:
The iab was inserted into the pt's left femoral artery. Bleeding was noted around the insertion site. The iab was removed due to bleeding around the insertion site and pressure was applied to the site. Another iab was inserted into the right femoral artery.(event complications: bleeding around the insertion site-) reported 3/5/97. (Pt's current status: unk-rpt'd 3/5/97.)